Event description:
It was reported that the patient had their implantable neurostimulator removed due to an infection. Additional information has been requested, but was not available as of the date of this report.